Event description:
It was reported that the insulin pump was exposed to liquid. Customer stated that there was a leak on the reservoir. Customer's blood glucose was 400 mg/dl. Customer was on manual injections. Troubleshooting was done. The customer was assisted to perform self test and test passed. The customer was advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.